Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. The cause of the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series operation manual 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the image was not displayed due to damage on the plug unit. The device evaluation found a whitish foreign material inside of the air / water tube and the air / water cylinder which was most likely a solution that got dry inside of the tubes. Additional findings include the following: the suction cylinder had discoloration, the endoscope connector gets worn due to a short circuit of the charged coupled device unit cable, the plug unit / cable unit had corrosion due to water leakage, the plastic distal end cover had a chip, the objective lens had a scratch, the connecting tube had a wrinkle, and the connecting tube had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope image transfer was not displayed. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material inside of the air / water tube and the air / water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.